Event description:
Urinary catheter balloon was tested prior to patient insertion. The catheter was inserted into the penis up to the hub and the balloon was inflated with the 10ml of saline included in the urinary catheter kit and then retracted until stopped. While positioning the patient the surgeon noticed the urinary catheter lying on the bed. Upon inspection it was discovered that the balloon had broken. The foley catheter was removed from the drainage bag and placed in plastic bag along with the packaging for manufacturer and biomed analysis.